Event description:
User allegedly could get the pen needle on her pen to inject herself, but she cant get the needle back off of the device. She is afraid she will poke herself with the needle. She is using a novalog pen